Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the device is unable to be repaired and provided the customer with a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.